Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of over 500 mg/dl. The customer's blood glucose was 182 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.